Event description:
It was reported that bd alaris pump module smartsite infusion set is falling apart during infusion. The following information was provided by the initial reporter: need you help-- my clinical team is raising awareness of product defect, looks like the alaris IV set is falling apart while patient is undergoing chemotx¿have you heard any issues arise w/ other end users? Questions for 2420 0007 primary set (8627334): 1. What was the procedure being performed? Chemo (cyclophosphamide) infusion 2. What was the patient outcome? No chemo spilled on patient 3. Was there any adverse event or serious injury being reported? Chemo spill impacting staff 4. Was there any chemo leakage? Yes 5. Was the procedure completed as planned? Chemotherapy re-dispensed and administered 6. Are you able to provide the lot number? No 7. Please advise how many defective tubing were inspected? One for this incident 8. When was the date of incident? (B)(6) 2023. 9. Please provide the facility address for us to proceed with generating the return label. ¿ product not saved. 10. Description of event: when nurse was in process of hanging cyclophosphamide, IV tubing came apart at the part that loads into the IV pump. 1. What was the procedure being performed? Chemo (cyclophosphamide) infusion 2. What was the patient outcome? No chemo spilled on patient 3. Was there any adverse event or serious injury being reported? Chemo spill impacting staff 4. Was there any chemo leakage? Yes 5. Was the procedure completed as planned? Chemotherapy re-dispensed and administered 6. Are you able to provide the lot number? No 7. Please advise how many defective tubing were inspected? One for this incident 8. When was the date of incident? (B)(6) 2023. 9. Please provide the facility address for us to proceed with generating the return label. ¿ product not saved 10. Description of event: when nurse was in process of hanging cyclophosphamide, IV tubing came apart at the part that loads into the IV pump.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set is falling apart during infusion. The following information was provided by the initial reporter: need you help-- my clinical team is raising awareness of product defect, looks like the alaris IV set is falling apart while patient is undergoing chemotx¿have you heard any issues arise w/ other end users? Questions for 2420 0007 primary set (8627334): 1. What was the procedure being performed? Chemo (cyclophosphamide) infusion. 2. What was the patient outcome? No chemo spilled on patient. 3. Was there any adverse event or serious injury being reported? Chemo spill impacting staff. 4. Was there any chemo leakage? Yes. 5. Was the procedure completed as planned? Chemotherapy re-dispensed and administered. 6. Are you able to provide the lot number? No. 7. Please advise how many defective tubing were inspected? One for this incident. 8. When was the date of incident? (B)(6) 2023. 9. Please provide the facility address for us to proceed with generating the return label. ¿ product not saved. 10. Description of event: when nurse was in process of hanging cyclophosphamide, IV tubing came apart at the part that loads into the IV pump. 1. What was the procedure being performed? Chemo (cyclophosphamide) infusion. 2. What was the patient outcome? No chemo spilled on patient. 3. Was there any adverse event or serious injury being reported? Chemo spill impacting staff. 4. Was there any chemo leakage? Yes. 5. Was the procedure completed as planned? Chemotherapy re-dispensed and administered. 6. Are you able to provide the lot number? No. 7. Please advise how many defective tubing were inspected? One for this incident. 8. When was the date of incident? 8/7/23. 9. Please provide the facility address for us to proceed with generating the return label. ¿ product not saved. 10. Description of event: when nurse was in process of hanging cyclophosphamide, IV tubing came apart at the part that loads into the IV pump.